Event description:
(B)(6) 2010: 0800 this (B)(6) male underwent a total right hip arthroplasty under dr. (B)(6) at (B)(6) hospital. A stryker rejuvenate modular stem and neck device was implanted. Patient became symptomatic with his hip and went to see dr. (B)(6). Right hip aspiration was done on (B)(6) 2013. (B)(6) 2013: patient underwent revision of the right hip and had the stryker rejuvenate device explanted by dr. (B)(6) . Extensive debridement of the joint was done.